Event description:
At approximately 2.5 months post-implant, reintervention was required due to bilateral distal type I endoleaks. Additional excluder components were placed, successfully resolving both endoleaks.